Event description:
Facility staff were utilizing the device in a pt cardioversion attempt. Reportedly, the device would not deliver defibrillator energy to the pt through quik-combo pacing/defibrillation/ECG electrodes. Unspecified connections were checked and the defibrillator charged to 300 joules. The pt was successfully cardioverted and was resuscitated. The facility reported there were no adverse effects to the pt resulting from the reported discrepancy.